Event description:
It was reported that when the ventilator was disconnected from ac power and/or the external battery, the ventilator does not switch to internal battery and it immediately shuts down. There was no audible alarm when the reported problem occurred. When the ventilator was plugged back into power, the ventilator displayed reset and went into normal ventilation. No power leds are lit (charge status, external power, etc) on the ventilator. No patient harm reported. The patient was switched to a backup ventilator without incident.

Manufacturer narrative:
During the ltv final test, the ventilator had non-conformances with the peep pilot pressure tests and the battery operation test. When the ventilator was connected to an ac adapter, the charge status led was a solid red which indicates the battery does not charge. It is recommended that the internal battery be replaced to correct the reported problem.